Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and observed several gas loss in iabp circuit alarms in the iabp's error logs that match up with the times that the pump stopped according to operator. The stm stated that the iabp will stop pumping when a gas loss has been recorded by the unit. The stm ran the iabp for an hour on trainer, no errors were present. The stm completed all leak tests and none indicated. The stm then completed full preventative maintenance on unit as it was due by schedule. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the customer contacted getinge tech support to report that the cardiosave intra-aortic balloon pump (iabp) had stopped pumping on a couple of different occasions while in use on a patient. The getinge tech support questioned the end user about the alarm that was present on the console at the time of the incident however the end user did not know. Getinge tech support had the end user print the trigger and alarm logs and on two occasions there was gas loss in iab circuit alarms. These alarms were among many augmentation below limit set alarms. Getinge tech support explained the gas loss alarm to the end user and the reasons we would get the alarm and how to troubleshoot. The getinge tech support informed the end user that typically this is not a console issue but due to a small gas leak in the connections or a change in the patient¿s intrathoracic pressure. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.